Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 27-mar-2023. The device evaluation was completed on 04-apr-2023. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ ¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. Device evaluation details: the product was returned to biosense webster for evaluation. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo¿ sheath. Visual analysis revealed that the hemostatic valve was dislodged. The hemostatic valve was taken off the hub, a dilator was introduced, and no resistance was found. A microscopic examination in the hemostatic valve surface showed evidence of damage to the outer diameter. The dilator outer diameter was measured, and dimensions were found within specifications. The hemostatic valve dislodged could be related to the resistance and leak reported by the customer. Device history record (DHR) was performed for the finished device 00002025 number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the h 4. Device manufacture date has been updated. The issues reported by the customer were confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath small and a hemostatic valve separation issue occurred. It was reported by the biosense webster (bwi) representative that while setting up for the case, they experienced a lot of resistance while pushing the dilator into the vizigo¿ sheath. It was also noticed that the hemostatic valve was loose. The bwi representative is unclear on which section broke but thought that it might be the hemostatic valve. It looked like the hemostasis valve (gasket) dislodge inside the hub but not outside the hub. The brim cap/hub did not become detached from the sheath. There is no picture available. The sheath was not being used on the patient. The vizigo¿ sheath was replaced and the issue was resolved, and the case continued. No adverse patient consequence was reported. The resistance with sheath was assessed as not MDR reportable. The hemostatic valve separation issue is MDR reportable to the FDA.